Event description:
Needle disconnected from the hub and remained in the access. Could not stop bleeding from the patient. Medical intervention was needed on the spot but purchasing manager did not know exactly what was or how much blood loss there was.